Event description:
The customer reported that the device was unexpectedly shutting down. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer went to the customer site and replaced the battery pca which resolved the failure. The unit passed all post-servicing testing and remains at the customer site.